Event description:
It was reported that during a lap. Gastrectomy, unable to place clips on the jaw properly. Staples were unformed. Another device was used to complete the case. There were no adverse consequences to the patient.